Event description:
It was reported that during a laparoscopic cholecystectomy the instrument seemed to fire normally but one of the clips did not form completely. The case was completed with a same like device. There was no pt consequence.